Manufacturer narrative:
Additional information provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the heater bag disconnected from the tubing of an amia automated pd cycler set during peritoneal dialysis therapy. This event occurred during use with patient involvement. The patient received unspecified interperitoneal antibiotics as a prophylactic to prevent peritonitis. There was no patient injury or medical intervention associated with this event. No additional information is available. During peritoneal dialysis therapy.